Event description:
It was reported that this patient has a concomitant pacemaker. The patient received inappropriate shocks due to triple counting of ventricular tachycardia at rates below the conditional zone. Although this shock is clinically appropriate, it is considered inappropriate due to programming. The shock was able to convert the patient. The physician is considering managing the patient's condition medically at this time. No adverse events were reported.